Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 2 complete se stents were implanted in the proximal to distal sfa of the left leg. During a revascularisation of the target lesion, 3 in.pact pacific deb and one complete se stent were used. Approximately 75 months post index procedure and 13 months post revascularisation procedure, the patient died. The investigator reported that the event was not related to index procedure, device or anti platelet medication.